Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter tip was found broken when removed from the vein. The following information was provided by the initial reporter, translated from spanish to english: "(B)(6) patient... Who was hospitalized with a main diagnosis of bile duct calculus without cholangitis or cholecystitis, with a base pathology of chronic obstructive pulmonary disease, the which required intravenous pharmacological treatment and canalization with peripheral catheter no. 22 to manage his health condition. When inserting the peripheral catheter and touching the vein to verify its good location in the vein, the nurse feels an anomaly and decides to withdraw it to this shows that the catheter is broken (the tip) and the patient has to be punctured again. There was no need for surgical intervention."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. . A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation: our quality engineer inspected the photograph submitted for evaluation. Bd received one photograph which displayed a used 22g insyte autoguard unit that has the catheter adapter slightly unseated from the grip. There was no obvious damage or break in the catheter tubing that were visible. Unfortunately, the photograph provided for this incident did not present sufficient evidence to identify or confirm the alleged failure or to establish a definite root cause. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter tip was found broken when removed from the vein. The following information was provided by the initial reporter, translated from spanish to english: "78-year-old patient... Who was hospitalized with a main diagnosis of bile duct calculus without cholangitis or cholecystitis, with a base pathology of chronic obstructive pulmonary disease, the which required intravenous pharmacological treatment and canalization with peripheral catheter no. 22 to manage his health condition. When inserting the peripheral catheter and touching the vein to verify its good location in the vein, the nurse feels an anomaly and decides to withdraw it to this shows that the catheter is broken (the tip) and the patient has to be punctured again. There was no need for surgical intervention."